Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. The event of death is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was transferred from the hospital to a healthcare center to begin duodopa therapy. The patient was receiving madopar, apomorphine (pump), neuro patch, and an unspecified medication. On (B)(6) 2021, the patient was found deceased on the toilet. The cause of death was unknown and the spouse requested an autopsy.